Event description:
Additional information received from the patient reported that they had no idea what the patient letter they received is talking about.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their loss of stimulation had not been resolved. Also, the replacement recharger had not resolved their issue of incomplete charging. They reported that their weight at the time of the event was (B)(6).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the stimulator cannot be recharged. The patient reported that they need a replacement recharger because they were unable to advance to the ¿charge complete¿ screen when recharging the implant. The patient reported that they encountered the temperature screen when recharging and after letting it cool, they could not charge it back up again. The patient reported that they felt ¿just a tingle ¿of stimulation and were not currently feeling stimulation. The patient was directed to discuss loss of stimulation with healthcare professional.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.